Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. As received, the electrode belt failed a functional te (therapy electrode) fall off test. Upon investigation, there was a broken pulse wire inside the front te. The cause of the test failure and messages was the broken wire. The root cause of the broken wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient using the belt was receiving "check therapy pad" messages.